Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer reported via phone call that they had high blood glucose of 930 mg/dl and would like to perform high pressure test. Troubleshooting found that test was successful and advised customer on proper insertion techniques for infusion sets. Customer advised to monitor pump and follow up with doctor regarding high blood glucose, cannula and infusion set.

Manufacturer narrative:
The insulin pump was received functioned properly and passed functional test including displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery alarm tests.no delivery anomaly noted during our testing. However, the insulin pump was received with minor scratched lcd window, cracked reservoir tube, cracked reservoir tube lip and cracked battery tube threads.